Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified in the pedal artery. It was further reported there was no medical intervention performed. Patient was discharged the same day as the procedure. New information: it was reported through the results of a clinical trial, that approximately 1-month and 26 days post angioplasty procedure, stenosis was identified in the pedal artery. It was further reported revascularization was performed using pta (non dcb).

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified in the pedal artery. It was further reported there was no medical intervention performed. Patient was discharged the same day as the procedure. New information: it was reported through the results of a clinical trial, that approximately 1-month and 26 days post angioplasty procedure, stenosis was identified in the pedal artery. It was further reported revascularization was performed using pta (non dcb). New information: it was reported through the results of a clinical trial, that approximately 14 days post angioplasty procedure, restenosis was identified and intervention was performed.